Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that a cartridge alarm occurred during basal delivery. Customer¿s blood glucose level was in 240 mg/dl range. Reportedly the alarm ultimately cleared and the customer continued to use the pump for insulin therapy.